Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her device only works when she leans back. The patient stated that she has to arch her back to feel stim. The patient later stated that she could raise her hands over her head to feel stim. The patient noted that the device was set up for sitting and laying. The patient tried increasing the stim but this did not resolve the issue. The patient tried switching groups but both groups only work if she leans back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.